Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding an unknown patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was unknown. It was reported that there was a "magnet on a case," and the patient's pump reportedly stalled because of the case magnet. The event reportedly occurred "years ago." No symptoms were reported and no further complications were reported or anticipated.